Manufacturer narrative:
Device remains implanted.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device, however the issue could not be resolved. It is unknown if there are plans to explant the device and to reimplant with a new device as of (B)(6 )2016. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with a new device during the same surgery. This report filed february 15th, 2016. Device not received by manufacturer.